Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that during preparation for rotablation treatment procedure, roablator rotawire guide wire fracture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during preparation for rotablation treatment procedure, rotablator rotawire guide wire fracture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during preparation for rotablation treatment procedure, rotablator rotawire guide wire fracture occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device revealed that only the distal section (~9.2 cm) of the device was returned. The spring tip was kinked at 8.8cm from the proximal end of this section. The further analysis determined that the fracture failure occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).